Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into backup mode after magnetic resonance imaging (MRI). The ICD was able to reset to normal setting by programming intervention. The patient was stable.